Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that an alert due to high out of range shocking impedances was triggered. At this time this device remains implanted. No adverse patient effects were reported.